Manufacturer narrative:
H4: the device was manufactured from november 17, 2020 - november 18, 2020. H10: the device was received for evaluation containing approximately 240ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor lv (large volume) did not run during a patient infusion. It was stated that the device was connected to the patient and on the following morning the nurse was alerted that the infusor did not release any drug overnight. This was identified at the patient¿s home. The device had been filled with piperacillin/tazobactam 13500mg in 240ml buffered 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.